Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display after getting exposed to moisture. Customer reported crack on the insulin pump. Customer reported that the time clock did not advance. Customer stated no alarms occurred during or after the time that the buttons were not responding. Customer stated that pump buttons did not begin to work in less than 5 minutes without battery change. Customer stated that buttons were not responding after battery change. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.